Manufacturer narrative:
This is a definitive report. According to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot no.5g837n. Furthermore, no adverse event has been reported from other facilities in the us except for this case, the (B)(6) infection was therefore not related to product quality.

Event description:
On (B)(6) 2016 - a (B)(6) male patient started to receive supartz injection to the bilateral knees joint for osteoarthritis. On (B)(6) 2016 - he received 2nd injection of supartz. On (B)(6) 2016 - he received 3rd injection of supartz. On (B)(6) 2016 - he received 4th injection of supartz. On (B)(6) 2016 - he received 5th injection of supartz. On (B)(6) 2016 - after the last injection, the doctor noticed that the patient's left knee was inflamed. He drew synovial fluid from the knee and sent it to a laboratory facility for evaluation. He ordered a "gram stain" which came back (B)(6) for (B)(6) infection. On (B)(6) 2016 - the patient was hospitalized as result and is still in the hospital as of (B)(6) 2016.